Manufacturer narrative:
The ge service rep ordered a battery pack then removed and replaced the battery pack. The machine works as intended.

Event description:
The customer reported the system is displaying precharge fail during fluoro. Also, the unit is shutting off and the screen goes blank. No pt injury was reported.